Manufacturer narrative:
Event date: exact date unknown, event occurred 3 months ago from date manufacturer was made aware.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned.